Manufacturer narrative:
Additional mdrs from this article: 3025141-2018-00131: case 2; 3025141-2018-00132: case 3; 3025141-2018-00133: case 4; 3025141-2018-00134: case 5; 3025141-2018-00135: case 6; 3025141-2018-00136: case 7; 3025141-2018-00137: case 8; 3025141-2018-00138: case 9; 3025141-2018-00139: case 10; 3025141-2018-00140: case 11.

Event description:
Patient with fractures of the radius was treated with an intramedullary nail in the radius. There was nonunion of the radius. The article did not describe any treatment given. Reference: the effects of radial bowing and complications of intramedullary nail fixation of adult forearm fractures. Ali cagdas yorukoglu, ahmet fahir demirkan, alp akman, ali kitis, hande usta. Joint diseases and related surgery. 2017; 28(1):30-34.